Event description:
Khan, a. A., birks-agnew, I., bullock, p., rushton, d. Clinical outcome and complications of intrathecal baclofen pump in multiple sclerosis patients: a retrospective study. Neurorehabilitation. Jan 1 2010;27(2):117-120. Doi: 10.3233/nre-2010-0587. A retrospective study of 40 patients with severe advanced multiple sclerosis who underwent itb therapy between 1996-2007 were reviewed for the study. Pre-implant status's were observed. All patients who underwent implantation had responded positively to a test dose of baclofen administered by percutaneous bolus injection at 50 or 100 ug. The mean modified ashworth score improved to 1.0 and penn spasm frequency scale to 1.1. Significant improvements in spasticity and painful spasms were also observed. This series of patients provided an insight into the benefits of itb in advanced ms in view of the marked clinical improvements, symptomatic relief and low complication rates. Reported events: one patient experienced seroma. One patient experienced deep vein thrombosis with pulmonary embolism. See previous manufacturer reports submitted based on the article abstract: 3007566237-2010-00780 for thinness of skin over pump 3007566237-2010-00781 for catheter migration 3007566237-2010-00782 for catheter migration 3007566237-2010-00783 for catheter migration 3007566237-2010-00784 for catheter migration 3007566237-2010-00785 for pump flipping/rotation note that 2 of the catheter migrations previously reported are now specified as "discontinuity in catheter" and "fault in delivery system". It is unclear if migration was also present in these two cases. Additional information is being requested from the author; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
The actual event dates were not provided. This date is an estimate based on the year of publication of the article. It was not possible to match some of these events with any previously reported events; the information in section a is the average for all patients. (B)(4).